Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise present on the ventricular lead that led to incorrect interpretation of rhythm resulting in inappropriate atp. The physician plans to explant and replace the lead. Additional information was requested but not received. The patient was in stable condition.